Manufacturer narrative:
All operating currents are within specification. Off no power alarm function properly and passed self-test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Pump unable to prime during prime test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that the insulin pump was lost. The customer experienced high blood glucose while they were off insulin pump therapy. Customer's blood glucose was 130 mg/dl. The customer was able to find the insulin pump and agreed to return the insulin pump for analysis.